Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended, the microscope was calibrated and functions were tested. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there were stealth robotic issues. When using the autolock with footswitch, the application would unexpectedly shutdown and the system would give error 64. This was found during calibration of the navigation system and the ziess pentero 800. The trial system had left the hospital and no troubleshooting could be done. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ziess pentero 800 is not a microscope compatible with the navigation device.